Event description:
Allied telesis digital repeater began smoking and sounding a siren. A defective power supply was found. Central monitoring was not compromised. In order to repair, the system had to be shut down. Data was lost.